Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the pump fell. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 398 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, multiple malfunction alarms were identified.